Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of failure mode reported in the current manufacturing process was conducted as follows: 20 staplers were taken from the current production from p/n 528235 visistat 35w 6/box lot# 73f2600593 the staplers were functionally inspected (fired) and issue reported "misfire/jamming - staples not firing" was not observed in the current manufacturing process, the staples were loaded and released correctly. Although a lot number was not reported, one potential lot number was found through the sales history. The potential lot number is 73h2200214. The device history record review for the potential lot found no relevant findings identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.if the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
During the same surgical procedure described in manufacturer report numbers 3003898360-2026-00300 and 3003898360-2026-00301, the third stapler exhibited the same malfunction. The user squeezed the handle; however, no staple was deployed. The stapler was removed from use and replaced. A fourth stapler functioned as intended, allowing the procedure to be completed. No patient injury was reported.